Event description:
Discordant results were obtained on the advia centaur xp for multiple patients. The samples were repeated for confirmation on the same system and corrected reports were sent out. There is no known report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur xp instrument and instrument data. Upon evaluating the instrument, the fse found a hole in the sample tubing and the sample pressure failed diagnostic tests. The fse replaced the sample tubing and the sample air pump, completed the daily cleaning and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.